Manufacturer narrative:
The technician found that the head motor will run, but it will not articulate up or down. The technician replaced the broken motor coupling to repair the bed.

Event description:
Information received indicates the bed will not go into the trendelenburg position.